Manufacturer narrative:
(B)(4). Date of initial report: 01/13/2017. Date of follow-up report: 02/01/2017. One lf1737 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported the device would not seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an ladg procedure, no steam was visibly confirmed upon activation. The jaws were released from the tissue without cutting, and the tissue was found to be un-sealed. A second seal was attempted however the issue was duplicated. The device was recognized by generator, and end tones, indicating a complete seal cycle, were heard. A new device was used to continue the procedure. There was no patient harm. The operating time was not extended, there was no additional tissue resection or tissue damage. Nothing fell into the patient's cavity and there was no bleeding.